Event description:
A customer was experiencing intermittent elevated anti-gbs quality control (qc) outliers. Troubleshooting identified a partially plugged reagent metering probe was affecting qc results. A partial occlusion to the reagent metering probe could cause false negative results to occur. There was no report of pt harm as a result of this event.